Manufacturer narrative:
D10 concomitants: (B)(6), 02-012-45-2030 - lgc tibial fit tray cem sz 2f / 3t. (B)(6), 02-010-01-0320 - logic femoral ps cem right sz 2. (B)(6), 200-02-35 - three peg patella 35mm. (B)(6), 201-78-11 - holding pin small headed short 4 pack. (B)(6), 13a2101 - cemex system fast genta 70g. The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA (mdl no. (B)(6) ) (ngg) (mmh). Patient ID: (B)(6). Case no:(B)(4). It was reported that approximately 60 months after a total knee replacement procedure, the patient underwent a revision procedure to address loosening, pain, swelling, instability, and aseptic loosening. No further issues or complications were reported. No additional information is available. The serial number 1764947 is confirmed to be a part of recall number: z-0021-2022. 02-012-35-2013 - logic tibia ps mod insrt sz 2 13mm. Serial: (B)(6), 510k: k033883, UDI: (B)(4), product code: jwh, x-ray: no, operative notes: no. Concomitant devices: (B)(6), 02-012-45-2030 - lgc tibial fit tray cem sz 2f / 3t. (B)(6), 02-010-01-0320 - logic femoral ps cem right sz 2. (B)(6), 200-02-35 - three peg patella 35mm. (B)(6), 201-78-11 - holding pin small headed short 4 pack.